Event description:
It was reported via an edwards sales representative that a bioprosthetic aortic valve was explanted after an implant duration of approximately 6 years. No reason for explant or additional information was provided. Medical records and device return were requested; however, the hospital has not released them pending return of authorization form from the patient.

Manufacturer narrative:
Despite multiple attempts, the hospital has not yet released any additional information or medical records (operative report and patient history), pending authorization from the patient. Multiple attempts to the patient were made by the hospital staff. The explanted device has not yet been returned for evaluation; therefore, the type/nature of the alleged device failure cannot be evaluated or confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information was provided at this time. Updates will be reported once available.